Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a procedure to explant the implantable cardioverter defibrillator and right ventricular lead due to infection.

Event description:
Additional information received noted the patient presented with a fever prior to explant. The clinic reported there were no further adverse consequences because of the infection.